Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged that on (B)(6) 2018, the patient was treated for a low blood glucose (bg) of 58 mg/dl with unsteadiness when standing and walking and feeling ¿shaky¿ associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and received non-healthcare provider treatment and received candy as treatment in school. Troubleshooting with customer technical support (cts) could not be completed therefore the inaccurate delivery allegation could not be confirmed. Animas has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report will be submitted. This complaint is being reported based on the allegation that the patient experienced hypoglycemia and the pump could not be ruled out as a contributing factor.